Manufacturer narrative:
As the customer did not retain the finished goods lot number, the device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. All products have been sterilized and all sterilization cycle parameters are verified for acceptability prior to release; however, since the lot number was not provided we are unable to review the batch record for the complaint. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported three case of toxic anterior segment syndrome. It is unknown what product may have caused the infection. Additional information and product sample have been requested. No updates have been received at this time.